Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Due to customer's age and as considered as normal routine, the school nurse assisted the customer with changing out the pump supplies to resolve the occlusion. Blood glucose was 238 mg/dl.